Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable . Concomitant products:500cc mentor memorygel breast implant (catalog number 3505001bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a 500cc mentor memorygel breast implant. The patient stated that her right-sided implant had became misshapen and malpositioned. The patient suspected that her right-sided device was ruptured; however, mentor has not received information as to whether a medical professional confirmed this diagnosis. At the time of this report, mentor has received no information regarding explantation or scheduled explantation date. Additionally, during a phone call on (B)(6) 2019, the patient read the following from a medical document describing a revision procedure on (B)(6) 2008. According to the patient's recitation of the document, the right-sided implant was removed from her body. The implant appeared intact and normal and was placed in a container. The surgeon then began to fix an unspecified issue with the breast pocket. Afterwards, the surgeon re-implanted the removed device. Per mentor IFU, these devices are for single use only and should not be reimplanted. Therefore, the device was used off label.